Manufacturer narrative:
(B)(4).

Event description:
The consumer reported the device "stopped working" in (B)(6) 2015 and they were planning a replacement in (B)(6) 2015. Cause, troubleshooting, symptoms, and outcome remains unknown. The indications for use included fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer reported she did not know why the device stopped working. There was a malfunction. All her previous symptoms began as if no device was ever used. The patient had a new device at the time of this report.